Manufacturer narrative:
The cause of the missing patient samples is unknown. Siemens is investigating this issue.

Event description:
The customer stated that a manual quality control run was performed on an advia chemistry xpt instrument, after which results appeared in the real time monitor but were not transmitted to the laboratory information system. The customer rebooted the system and the results of about two hundred patient samples were missing.

Manufacturer narrative:
The initial MDR 2432235-2015-00190 was filed on april 15, 2015.additional information (05/21/15): the cause of the missing patient samples is unknown. This issue did not recur since the customer's software was upgraded from v1.0.2 to v1.0.3.the instrument is performing according to specifications.no further evaluation of the device is required.